Event description:
The customer contact reported device breakage. At an unspecified time, the customer contact reported that the tubing set breaks off at the bottom. No information was provided if the event occurred before, during, or after patient use. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to a patient. No medical interventions were reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.